Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01728.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01728. It was reported during a permanent implant procedure the patient¿s oxygen saturation got low. As such, the procedure was abandoned. Reportedly, the incision was already made.